Event description:
It was reported that this implantable pacemaker alerted for safety mode during device interrogation. The patient is feeling the unipolar pacing symptoms and the physician requested hospitalization for the patient while waiting on the device replacement. The patient did experience a five second pause twice with no syncope observed while being admitted to the hospital and a temporary pacemaker will be implemented immediately. The device is expected to be returned for analysis after explant. At this time, the device remains in service. Received additional information the device is not expected to return for analysis. This is all the information provided, and additional information for the device explant has been requested. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for safety mode during device interrogation. The patient is feeling the unipolar pacing symptoms and the physician requested hospitalization for the patient while waiting on the device replacement. The patient did experience a five second pause twice with no syncope observed while being admitted to the hospital and a temporary pacemaker will be implemented immediately. The device is expected to be returned for analysis after explant. At this time, the device remains in service. Received additional information the device is not expected to return for analysis. This is all the information provided, and additional information has been requested for the device explant. No additional adverse patient effects were reported. Attempts to obtain further information regarding the product return and explant were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable pacemaker alerted for safety mode during device interrogation. The patient is feeling the unipolar pacing symptoms and the physician requested hospitalization for the patient while waiting on the device replacement. The patient did experience a five second pause twice with no syncope observed while being admitted to the hospital and a temporary pacemaker will be implemented immediately. The device is expected to be returned for analysis after explant. At this time, the device remains in service. No additional adverse patient effects were reported.